Event description:
It was reported that when a patient presented in the clinic for a routine follow-up. Inappropriate therapy in the vf zone was observed. It was observed that svt with rvr was diagnosed in the vf zone resulting in inappropriate therapy. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.